Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. While the patient was reporting this pod, it was discovered that the pink slide did not move forward, which indicates a failure of the needle mechanism to deploy as intended during activation. Additionally, the patient reported the cannula being bent and bleeding at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. Inspection of the pod download data indicated that the pod delivered 1733 pulses and successfully delivered boluses. Inspection of the needle mechanism found no evidence of manufacturing damages or deficiencies that would affect the needle mechanism deployment. The mechanism was able to be reset and redeploy without incident. No problems were found with the device's ability to deploy the needle mechanism. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.